Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the device totally stopped during the procedure and at any pressure the motor was not rotating due to something getting stuck or broken inside. Additional clinical information determined that the reported issue occurred during surgery but there was no impact/damage to the graft harvest as the reported device did not work during surgery. It was stated that the surgeons used the manual skin grafting to complete the surgery and the patient was under anesthesia during the time of delay but no adverse effect to patient was reported. No medical intervention/additional surgical procedure was required in the event. Review of information entered in this etq complaint determined that there was no patient harm/injury associated with the report and the surgery was completed with a delay of 2 hours.

Manufacturer narrative:
Device is over 5 years old and was not previously in for service since july, 2011. It was initially reported that the device totally stopped and at any pressure the motor was not rotating. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Initial qa inspection revealed minor wear to the head and control bar. The master blade, ID s/n (B)(4), was flush with the control bar. The device was tested with the test hose under stroboscope and did not operate. The customer did not return a hose or any width plates for evaluation. The repair technician noted that prior to repair the motor was not functioning. Repair of the device included replacement of the standard repair parts and the motor sleeve. Post repair evaluation revealed initial lever readings and side to side requirements were in specification. The motor that was replaced did not turn and was bound up. The customer's reported event was confirmed and was most likely due to a lack of preventative maintenance on the device. The device was over 5 years old and had not been returned to zimmer biomet for servicing. Devices of this nature should have preventative maintenance performed on an annual basis. The device was repaired and returned to the customer. There are no recommended actions at this time.